Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker exhibited under sensing which resulted in inappropriate mode switch. No intervention was performed. The patient was stable.